Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the post was too big in diameter, it was able to fit the tap cap and slap hammer but thot the percutaneous pin frames. The site grabbed another pin with the same lot and it worked.

Manufacturer narrative:
H3) the returned perc pin measures 6.34mm around and should be 6.35mm +0/-.006. The cross pin measures 1.49mm around and should be 1.50mm +/- 0.008mm. Both dimensions are within spec, however, the pin had difficulty during insertion to one of two known good frames used on the test bench. The reported issue has been confirmed but not isolated to this part. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.